Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported event of infection could not be conclusively determined through this evaluation. The lvas was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief disengaged from the graft attachment. The outflow graft clip was also returned detached from the hardware. The apical cuff was returned and was secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ""introduction"", lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that underwent a heart transplant on (B)(6) 2024. The patient was elevated on the transplant list due to painful "bump" at the inferior end of their old sternal scar from the ventricular assist device for a few weeks, which felt worse with deep breath, yet no other infectious symptoms. The patient was listed as status 2 for orthotopic heart transplant due to fluid around their aorta. They received the transplant after several weeks of waiting at status 2, in which the patient experienced worsening infection shown on a computed tomography scan CT scan, more pain, and failed antibiotics. An abscess area was drained with interventional radiology and patient was moved to status 1. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.